Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an upper gi biopsy procedure performed in 2009 ). According to the complainant, during the procedure on the second pass, the physician noticed that the needle was bent and not going back into the jaws. The device and scope were removed in tandem to avoid damage to the working channel. Once out of the pt, the device was cut and removed from the scope. The scope was reinserted and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.